Event description:
Customer reports the following: "timekeeper alarm, tried new power supply." Device was sent to an fk canada service depot, where it was discovered that the main board was potentially defective; it was replaced and the device passed calibrations and testing and was released for use. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was not sent to france for investigation as repairs were carried out locally by the calea repair depot. During servicing, the pump was calibrated, software was upgraded to 2.2f. It was found that the main board was not working. The error 30-0020 time keeper was confirmed. To solve this, the cpu board was replaced. The pump passed then all calibrations and testing and was released for use. After several attempts, the replaced spare part was not returned to brézins for investigation. Therefore, the root cause could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.